Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the 48204 error in logs and replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi received the ec unit involved with this complaint and completed the device evaluation. Failure analysis (fa) could not reproduce the reported failure of error 48204, however, the error was confirmed via error log review. The logs confirm at least eight occurrences of error 48204 over the past 60 days. The endoscope controller (ec) was installed and tested through 10 system power cycles without error. In normal mode, the image quality was clear, free of noise and had correct coloration. The ec will be upgraded from -13 to -20 by replacing the light engine. The bezel was not replaced with the unit. The bezel and filter will be replaced. Upon visual inspection, the unit was in good condition. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to laparoscopic after the start of the procedure due to an endoscope controller (ec) issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during da vinci-assisted incisional hernia surgical procedure, the clinical sales representative (csr) was informed by the customer that the screen was green and had an error that they were unable to continue. The csr stated the customer had attempted to reboot the system with the same error. The technical service engineer (tse) reviewed the logs and noted error 48204 for a failed light engine self-test. The tse advised that the endoscope controller (ec) may need replacement. The system would be down until replaced. The tse recommended swapping out the vision side cart (vsc) for the case. The csr stated they will ask the customer to do so. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer informed that the issue was resolved when the field service engineer (fse) swapped out the optical component of the robot. The customer stated the surgery was converted to laparoscopic. The customer stated there was patient involvement and the patient was on the table when the robot failed. The procedure was an incisional hernia repair. The customer confirmed ports were placed at the time that the issue occurred.